Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 550 mg/dl. Customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance.